Manufacturer narrative:
Submit date on: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a gauze sponge. The customer reports that the gauze is falling apart during use in a sterile field. This incident occurred while the doctor was doing a breast augmentation. The sponges were falling apart and there were gauze threads falling off the sponges into the surgical wound.

Manufacturer narrative:
The actual complaint sample was returned for review by the customer. The customer returned (9) samples of product code 7317 of which (1) sample had been unfolded to a 1-ply gauze. The samples were evaluated for the reported condition and the sample that had been completely unfolded showed exposed edges. A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The returned samples were tested using a tensile tester machine. The tensile machines are used to evaluate the break (tensile) strength of the vistec gauze. The 2 samples tested for break point were found to be within specification. From the condition of the returned sample, the customer may have improperly used the sponge by unfolding it. Due to the design of the sponge, if a customer unfolds the gauze all the way to 1-ply, cut edges would be displayed and appear frayed or falling apart. The sponge is designed in such a way to contain the frayed edges inward when folded. This product is sold as 16-ply sponge and it is expected the customer would use it as 8 or 4-ply. It is recommended to the customer that the sponge is not intended to be used in a single or double ply as it exposes the edges of the sponge. There are no changes to the quality control sampling plans deemed necessary at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. There is no formal corrective and preventive action planned at this time. This complaint will be used for trending purposes and reviewed with plant management.